Event description:
It was reported that the customer was receiving calibration error alerts as well as the bad sensor alert from the sensor. The customer's blood glucose was 400 mg/dl. The customer stated that she had received a sensor glucose reading of 60 mg/dl, but her actual blood glucose was 400 mg/dl. Troubleshooting was done. Advised customer to remove and change out the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.